Event description:
Purchased replacement water chamber for airsense 11 from amazon -https://www.amazon.com/replacement-airsense-aircurve-humidifier-compatible/dp/b0ffm7dybs. This item leaks substantial amounts of air making the CPAP machine useless. If see other reviews for the product over 15% have had problems. That is way to high of failures and problems for medical equipment. They should not be allowed to sell in the u.s.